Manufacturer narrative:
Evaluation of returned device was inconclusive as post fracture damage on the screws has obfuscated fracture artifacts that might have suggested a cause of failure and origin.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert (B)(4) states under possible adverse effects that (#1) bending or fracture of the implant. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent femoral repair procedure on (B)(6), 2011. During the procedure, two cannulated screws fractured. No injury to the patient or significant delay in the procedure was reported.

Event description:
It was reported that patient underwent femoral repair procedure on (B)(6), 2011. During the procedure, two cannulated screws fractured. No injury to the patient or significant delay in the procedure was reported.